Event description:
It was reported that the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The analyst commented, longevity calculation equals 75%. Battery depletion curve equals 96%. Projected longevity for rrt equals 79%. Concomitant products: 0125, competitor implantable tachy lead, (B)(6) 1997; 5076-52, implantable pacing lead, (B)(6) 2001; 1258t, competitor implantable pacing lead, (B)(6) 2011. (B)(4).